Event description:
The users hearing performance with the device is affected after reported trauma. A different audio processor was tried with no change in hearing sensation. A replacement processor was provided and the user is doing fine now. No further appointments are scheduled.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient did not benefit from the implant system after a trauma to the implant site. Reportedly the exchange of the external processor solved the issue. The implant remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected after reported trauma.